Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. At the time the issue occurred, the analyzer generated errors indicating abnormal probe movement due to inadequate system reagent volume. The sample initially resulted in a probnp value of 2340. The sample was repeated on a second analyzer, resulting in a value of 7755. The repeat value was considered correct. The probnp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer noticed leaking pinch valve tubing and replaced it. No further issues occurred after this action. The investigation determined the tubing replacement solved the issue.